Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a thermal event.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Alleged failure: "eib, kelly, upon power up, spark and smoke, does not power on now. Samples". Probable root cause/s: as reported, vpi could not power up. The failure was caused by a power supply failure. The device was returned for investigation and the reported failure mode was reproduced. The reported failure mode will be monitored for future re occurrence. Manufacture date is not known.